Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had stimulation in the wrong location down the leg and had sharp painful stimulation. This was considered a sudden change in therapy. The pain started in (B)(6) 2013 and it was because they were turning up stimulation too high. The patient believed this was on program 2 and once they turned stimulation down, the issue was resolved. The patient began to feel the vibration down their leg when they changed to program 4 on (B)(6) 2015. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient found a program that wasn¿t painful. The patient¿s diagnosis was urgency, incontinence, and frequency.

Event description:
It was reported that the patient never had more than 50 percent therapy relief. The patient had some improvement, but never went without a pad. The patient thought their implantable neurostimulator (ins) was off when they tried using their patient programmer 5 days ago. The patient turned the therapy on to program 2 and stimulation was painful. The patient changed to program 4 today and didn't feel stimulation until they reached 2.5v. The patient was currently at 2.10v. The patient manual was damaged by the patient and got moldy and the patient never received the therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va08cx3, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4),